Manufacturer narrative:
Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were occurrence of fibrin stands and red cell ring., no report of medical interventions or serious injury.